Event description:
Rn was starting normal saline on primary line and noticed floor was wet and blood backing into tubing. Assessed for hole, patient and rn found, tied off the hole and disconnected the tubing.